Manufacturer narrative:
The field service engineer determined the sample probe was partially clogged. The probe was replaced. Several sample clot alarms were observed. The customer ran calibration and controls. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, multiple probe aspiration alarms occurred near the time the affected sample was processed. The investigation determined the service actions resolved the issue. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phos2 phosphate (inorganic) ver.2 on a cobas 6000 c (501) module. The sample initially resulted in a phosphate value of 13.2 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 3.3 mg/dl. The sample was also repeated on the original analyzer, resulting in a value of 3.2 mg/dl. The value of 3.2 mg/dl was believed to be correct and a corrected report was issued. The phosphate reagent lot number and expiration date were requested, but not provided.